Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade iii, and seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery. Include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction. Patients: capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Additional complications: after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying. Length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atroph/chest wall deformity.

Event description:
Healthcare professional reported an left side capsular contracture, baker grade iii, with presence of sharp folds, and intracapsular liquid collection. Device remains implanted.

Event description:
Healthcare professional reported an left side capsular contracture, baker grade iii, with presence of sharp folds, and intracapsular liquid collection. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture. This is a known potential adverse event addressed in the product labeling.

Event description:
Device has been explanted.